Event description:
The device was connected to a pt diagnosed in ventricular fibrillation. Reportedly, the device failed to deliver device defibrillator therapy to the pt. An AED was used to continue pt treatment. The rptr stated that the pt was resuscitated.